Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the helix on the lead did not fully deploy. The physician decided to use the lead because of the tortuous venous system which led to difficult passage. The lead is still in use. No patient complications have been reported as a result of this event.